Event description:
The customer reported a critical failure: device shut down. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a critical failure: device shut down. This complaint is still be in investigated. A follow-up report will be submitted upon completion of the investigation.